Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the system was in clinical use at the time of the event. Patient was undergoing emergency treatment on the system, which was delayed by less than 20 minutes and was completed by restarting the system. The philips field service engineer (fse) inspect the system onsite and confirmed that the footswitch was not responsive when the pedal was released. During troubleshooting, fse found issue with footswitch. Fse replaced footswitch. After that the system was returned to use in good working order. The cause of the footswitch failure could not be conclusively determined by the supplier's part analysis, however the replacement of the footswitch by the field service engineer has resolved the reported issue and restored the functionality of the system. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the wired footswitch was not working. The issue was found during clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.